Event description:
Contact reported that surgeon placed cervical plate but when he tightened down the screw, it spun in the plate. He removed that plate and placed another and used an oversize screw in the same location and it spun as well. He removed that plate and tried to re-drill in another location but a portion of the vertebral body broke off. Piece was removed and no plate used. X-ray indicates that the patient may still fuse and the surgeon is monitoring the patient at this time. See also: 1526439-2009-00037.

Manufacturer narrative:
A functional test was performed with the returned items. The screws inserted and locked into the bushing without issue. Based on the functional testing and event as reported, it appears that the bone likely was stripped when the screw was implanted resulting in the screw and bushing spinning in the plate.